Event description:
Parent reported receiving numerous no delivery alarms on the insulin pump. It was noted that the customer was not available at the time of the call and troubleshooting was not performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.